Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 250 mg/dl. The customer stated that the pump is not working and is not delivering any insulin. The customer stated that every time he tried to deliver a bolus, there is a motor error. The customer stated that there is a motion sensor test failure, motor position encoder error and no reservoir alarm in the history. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. We were unable to confirm error alarm, motion sensor test failure alarm or no reservoir alarm due to motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.